Event description:
Healthcare professional reported right side "breast pain due to rupture of device." Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: not observed through the photos provided pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Rupture: observed broken on anterior side assesses as surgical impact opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "breast pain due to rupture of device." Device has been explanted. This record relates to right side.

Event description:
Healthcare professional reported "breast pain due to rupture of device." Device has been explanted. This record relates to right side.

Manufacturer narrative:
Continued h6: health effect - impact code: f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.